Event description:
It was reported that the patient passed away. The patient was hospitalized due to a subdural hematoma which caused paralysis in the lower body. The patient passed away after two months in the hospital.

Event description:
It was reported that the patient passed away. The patient was hospitalized due to a subdural hematoma which caused paralysis in the lower body. The patient passed away after two months in the hospital.